Event description:
Patient arose from her bed, tripped on the bed sensor cord attached to the bed alarm monitor, fell, and suffered a broken hip. The care giver claims that the monitor did not alarm.

Manufacturer narrative:
We conducted a full functional test on the monitor and sensor pad per the manufacturing test instructions. The monitor and sensor pad were fully functional. The unit alarmed properly when pressure was removed from the pad. There were no problems found with this unit.